Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed the red capacitor wire had become unseated, resulting in the reported issue. Physio determined that the cause of this was due to the gap in the capacitor wire connector being out of specification. The device was archived and a replacement device sent to the customer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device was unable to deliver energy into a defibrillator analyzer. When this occurred a "shock not delivered" message was observed. There was no patient use associated with the reported event.